Manufacturer narrative:
Additional information: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported "vancomycin 1 gm / 200 ml ( premix) was infusing: baxter pump alarmed / infusion complete, however there were more than half in the bag: amount to be infused programed was 200 ml but when checked amount infused, there was 163 ml; rest of the bag ran through another pump, 150 ml more was infused". The pressure plate travel was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused during therapy. Vancomycin 1 gm / 200 ml (premix) was being infused and the pump alarmed infusion complete however there was more than half remaining in the bag. The amount programed to be infused was 200 ml but when checked the amount infused was 163 ml. The rest of the bag was infused using another pump (150 ml more). There was no known patient injury or medical intervention associated with this event. No additional information is available.